Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer stated that they had issues with two bent cannulas and had returned their reservoirs for analysis. The customer states that the insertion site is sore and irritating. The customer will call back to troubleshoot the issue.